Event description:
It was reported that a system error 2267 (air and fluid in line/set) alarm occurred on a homechoice device. The patient was connected to the device at the time of the alarm. This occurred during fill four of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical services representative assisted the patient in clearing the alarm and ending therapy. The patient completed therapy using manual exchanges. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.